Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, approximately 14 years post implantation the patient required revision due to ¿clunking when bending the knee¿ and ¿investigation confirmed¿ a broken tibial-insert post. It was communicated that the requested medical documentation was not available; however, the component may return for evaluation. Reportedly the root cause of the revision was the ¿clunking¿ and ¿broken¿ insert tibial loosening; however, without the requested medical documentation, the clinical root cause of the reported event could not be assessed. The patient impact beyond the reported symptomatic fractured post and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after patient complained of clucking when bending knee, surgeon revised and found a broken post on tibial insert therefore surgeon replaced with new 5-6 13mm insert. Patient outcome is unknown.